Event description:
It was reported that during the implant of a trial device the lead would not work on the left side using ports 0-7 of the multi-lead trialing cable (mltc). They switched to slots 8-15 and it would still not work. The manufacturer representative tried using the top, middle, and bottom of the lead but it would not work and the patient had no stimulation. The switched to a different mltc and had the same issues. They replaced the lead and the patient was able to receive stimulation.

Manufacturer narrative:
Concomitant products: product ID 355531, lot # n526760, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type screening device; product ID 355531, lot # n526760, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type screening device; product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator; product ID neu_stylet_acc, serial # unknown, explanted: (B)(6) 2015, product type accessory. (B)(4). Analysis of the lead, lot # va0tea4032, found no anomaly.